Event description:
A ventilator was returned to the manufacturer with an allegation the device was delivering high oxygen flow. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.